Event description:
Event description cpi received information that this implantable pulse generator (ipg) reported intermittent loss of capture with rising thresholds. Device sensing and lead impedance measurements are appropriate. Patient is pacer dependent.